Event description:
It was reported that the neptune rover's power plug was frayed at the end. It was confirmed that there were bare exposed wires on the power cord. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The field service technician replaced the power cord and returned the unit to service.